Event description:
It was reported that a patient underwent an initial knee arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2020 due to unknown reason.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00532-1, 3002806535-2020-00533-1. As the product has not been received, the investigation was limited to the information provided. We have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records could not be performed as item numbers and lot numbers are unknown. A review of the complaint database could not be performed as item numbers and lot numbers are unknown. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: without the opportunity to examine the complaint product and without adequate information received regarding the event, root cause could not be determined and therefore risk could not be assessed against occurrence or any new previously unidentified risk. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Manufacturer narrative:
(B)(4). Initial report: awaiting confirmation from the customer has to whether the product is available to be returned for evaluation. Concomitant medical devices: medical product: unknown oxford bearing, catalog: unknown, lot: unknown; medical product: unknown oxford tibial component, catalog: unknown, lot: unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00532, 3002806535-2020-00533. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that a patient underwent an initial knee arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2020 due to unknown reason.